Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and replace battery alarm. The patient¿s blood glucose level was 115 mg/dl at the time of the incident. Failed battery test and replace battery issue was not resolved by troubleshooting. An error in the motor was detected by reading unexpected value from hall sensor was also reported. The insulin pump passed self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No an error in the motor was detected by reading unexpected value from hall sensor alarms or unexpected battery power loss alarms noted during testing. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.